Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metaglene guide holder would not adequately engage the metaglyne central pin guide. The tip of the holder seems to be deformed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the slots are flared out. Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. The root cause is attributed to user error. Based on the root cause of misuse, corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.